Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6) 2012. Inratio: 3.9. Inratio: 0.9. Time elapsed between each method of testing is less than ten minutes. Pt's therapeutic range is not specified. Nurse not on anticoagulant therapy.

Manufacturer narrative:
Investigation pending.